Event description:
A home pt (hp) reported feeling pain in their chest, radiating to their arms and legs, while using the homechoice pro cycler for apd therapy. They described the discomfort as "restless arms and legs syndrome." The hp performs a manual midday exchange of 2500mls and has a fill volume of 3000mls during apd therapy. The hp reported that after receiving their fill volume during apd therapy they experienced the pain. The hp relates that when they performed a manual drain to remove approx 200mls of fluid, the pain was lessened. According to the hp, once apd therapy was completed they no longer feel the pain. Additional follow-up with the hp revealed there was no resulting pt injury or medical intervention required. The hp reported they continue to have the pain intermittently even with the new cycler.